Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Product not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+1.0/002 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. Per reporter, it will take 3 months from the date of implant to determine whether the problem is resolved or not. As of the date of MDR submission, the lens has not yet been returned for evaluation.